Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported clip caught on chordae appears to have been a result of user technique/procedural conditions. The reported foreign body in patient was a cascading event of the reported clip caught on chordae. The reported poor imaging appears to have been a result of procedural conditions. The reported patient effect of foreign body in patient, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip entrapment, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2017, two clips were successfully implanted, reducing mr to 3. Then on (B)(6) 2021, the patient underwent a second mitraclip procedure due to recurrent mr. Both clips are stable on the leaflets. The physician stated the recurrent mr is due to disease of progression. Visualization was difficult due to poor quality of imaging. The clip delivery system (cds) was advanced to the mitral valve; however, the clip became stuck in the lateral side if the valve in the chordae. Standard troubleshooting was performed but failed. Although the clip remains stuck in chordae, the clip was able to grasp both leaflets. The clip was deployed. One additional clip was implanted, reducing mr to 3. There was no clinically significant delay in the procedure. No additional information was provided.